Event description:
The sales rep reported that during an acl procedure their rigidloop adjustable cortical implant and rigidloop adjustable acl disposable kit while pulling the graft thru the femoral tunnel, the knot that holds the loop in place loosed and lengthened. The surgeon had to back the intrafix screw and this caused the nitinol guidewire to bend and become kinked. The surgeon used another nitinol guidewire from another kit and the same screw to secure the fixation in place. He reset the loop and past the graft again thru the tunnel with no problems. The surgeon cycled the knee, re-tensioned the femoral side using white suture after tibial fixation tension was applied during tibial fixation. The sales rep reported that the procedure was an am, graft size was 9mm, femoral tunnel size was 23mm and tibial tunnel size was unknown. The sales rep confirmed that there were no patient consequences but there was a 30 to 45 minute delay in the case. Associated medwatch# for second device: 1221934-2015-00745.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. From the reported information, a root cause for this issue cannot be determined. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.